Event description:
It was reported by the customer that a pyxis anesthesia es system had a mini drawer discrepancy issue. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist remotely accessed the station, found the error and deployed a package on the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.